Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) as well as several shocks for a supraventricular tachycardia, which led to therapy exhaustion. The physician opted to reprogram the therapy zones. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) as well as several shocks for a supraventricular tachycardia, which led to therapy exhaustion. No additional adverse patient effects were reported. This device remains in service.